Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device has inconsistent response. Although there were no neurological deficits in the patients and there was no factor affecting the system (anesthetic, setup, etc.), neurophysiological responses expected from patients could not be obtaine d in both surgeries. There were differences between the patient's neurological examination and the responses of the device. It was noted that the malfunction happened when using on patient (intra-operatively). For troubleshooting, the whole system was checked, but could not find what was wrong with the device. There was no patient impact.